Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited far r wave oversensing. No interventions were performed. There were no patient consequences.

Event description:
New information received notes that programming changes were made. There were no patient consequences.